Event description:
The consumer reported that the patient experienced a loss or change of therapy and it was not a loss of therapy, the patient never had therapeutic effect. The patient had to have the system replaced because supposedly it had a bad connection in the battery or something and there was a lead issue. The indication for use was reported as other.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v225120, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v225120, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. (B)(4).